Event description:
73 year old female with history of coronary artery disease, anemia chronic kidney disease hypertension, diabetes and thrombocytopenia presented with acute myocardial infarction¿cardiogenic shock/ cardiac arrest and stabilized with intra-aortic balloon pump. On (B)(6) 2025 implantation of impella 5.5 was performed via right axillary artery. On (B)(6) 2025 cabgx3 was performed and shortly after the aortic placement signal reading 20-30 mmhg less than left radial aline with no noted affect on patient support. On (B)(6) 2025 the device was weaned and explanted without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.